Event description:
This is filed to report tissue damage it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw mitraclip was implanted successfully. A second xtw mitraclip was implanted, but upon deployment, a leaflet perforation was observed. It was noted mr remained at a grade of 4 and the clip was stable on the leaflets. In an attempt to reduce mr, an additional clip was successfully implanted. However, mr remained at a grade of 4. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury (leaflet perforated). The unchanged mr appears to be related to the tissue injury. Tissue injury and mr are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the leaflet damage and mr. There is no indication of a product issue with respect to manufacture, design, or labeling.